Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced on 8/14/2014. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.